Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used unit and four photos. A leak test was performed and leakage was observed at the nose of the adapter and at the luer, confirming the reported defect. The unit was dissected and microscopically inspected. Some damaged was found to the end of the catheter tubing which was determined to be a potential root cause of the observed leakage. This type of defect may occur during manufacturing due to a misalignment. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported when using the bd insyte¿ autoguard¿ shielded IV catheter there was leakage at catheter and hub junction and blood exposure/splash. The following information was provided by the initial reporter. The customer stated: "after catheter placement, the hcp retracted the needle and confirmed the backflow of blood within the hub but then discovered the blood leaking from the hub (near the root). The hcp thus withdrew the catheter. To identify the location of leakage, the hcp connected a syringe of saline and confirmed that the saline leaked from the same site of blood leakage (near the root of the hub) possibly due to a damage/crack onto the hub."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd insyte¿ autoguard¿ shielded IV catheter there was leakage at catheter and hub junction and blood exposure/splash. The following information was provided by the initial reporter. The customer stated: "after catheter placement, the hcp retracted the needle and confirmed the backflow of blood within the hub but then discovered the blood leaking from the hub (near the root). The hcp thus withdrew the catheter. To identify the location of leakage, the hcp connected a syringe of saline and confirmed that the saline leaked from the same site of blood leakage (near the root of the hub) possibly due to a damage/crack onto the hub."